Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed using a versacross connect access solution kit for faradrive as part of a concomitant procedure. A watchamn fxd curve access system (was) was positioned and 20mm watchman flx pro closure device and delivery system (wds) was implanted without any complications noted. Approximately 20 minutes post procedure, while in the recovery area of the hospital, the patient was found to be experiencing cardiac tamponade. The patient was returned to the electrophysiology (ep) lab where a pericardiocentesis was performed to treat a pericardial effusion. Additional blood units were given also to the patient. The patient was transferred to the cardiovascular operating room (cvor) for surgical intervention. A perforation was repaired located inferior to the left inferior pulmonary vein (lipv). The cause of the perforation was not known. There were no further complications reported, and the patient has been discharged home. The device is not expected to be returned for analysis (disposed). No issues reported during transseptal. It was further reported that the there was no difficulty with transseptal involving the dilator. Rf was only applied once and no excessive force was required. The physician does not believe that the versacross dilator or rf wire malfunctioned during the procedure, nor did they contribute to the adverse event. Act was therapeutic throughout the procedure.

Manufacturer narrative:
This report is being submitted due to the additional information received; therefore, the field describe event or problem (b5) in section b, adverse event/product prob was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed using a versacross connect access solution kit for faradrive as part of a concomitant procedure. A watchamn fxd curve access system (was) was positioned and 20mm watchman flx pro closure device and delivery system (wds) was implanted without any complications noted. Approximately 20 minutes post procedure, while in the recovery area of the hospital, the patient was found to be experiencing cardiac tamponade. The patient was returned to the electrophysiology (ep) lab where a pericardiocentesis was performed to treat a pericardial effusion. Additional blood units were given also to the patient. The patient was transferred to the cardiovascular operating room (cvor) for surgical intervention. A perforation was repaired located inferior to the left inferior pulmonary vein (lipv). The cause of the perforation was not known. There were no further complications reported, and the patient has been discharged home. The device is not expected to be returned for analysis (disposed). No issues reported during transseptal.